Manufacturer narrative:
Analysis was conducted only for reserved samples. The complained defect was not confirmed. During the analysis, additional deviation was observed for cannula patency. One piece of product was out of specification parameters.

Event description:
The patient had a problem with dispensing the insulin despite using two different kinds of pen injectors (novolog flexpen and levamir flextouch). The user went to the pharmacist, who tested other lot numbers and found that the pen needle under complaint was not puncturing the seal on the insulin cartridge on the pen. The patient had a problem with dispensing the insulin despite using two different kinds of pen injectors (novolog flexpen and levamir flextouch). The user went to the pharmacist, who tested other lot numbers and found that the pen needle under complaint was not puncturing the seal on the insulin cartridge on the pen.